Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the patient side cart would not connect with the rest of the system. The technical support engineer first instructed the customer to perform a hard power cycle on both the patient side cart and the vision side cart, but this did not resolve the issue. The engineer then had the customer verify the blue fiber connections. Since there was no spare blue fiber available but a secondary surgeon console was present, the engineer directed the customer to swap the patient side cart and surgeon console fiber cables; however, the patient side cart still would not connect after this step. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the problem happened before, the procedure was done open, there was no injury and the delay was 34min. The common compute controller (ccc) patient side cart (psc) was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known-good system. During testing, the ccc psc failed to establish a connection with the vision side cart (vsc) using a blue cable connected to the port, indicating a potential fault in the firefly fiber optic cable on the ccc psc. The firefly optic cable on the ccc psc was replaced with a known-good cable following the ab procedure. After replacement, the ccc psc operated as expected. Based on these findings, failure analysis concluded that the root cause of the reported event was a faulty firefly optic cable in the ccc psc.